Event description:
It was reported that the customer received a motor error alarm from his insulin pump. The customer's blood glucose level was 110 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the prime test due to loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.